Manufacturer narrative:
The device was received and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 437 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated by pen injection.